Event description:
On (B)(6) 2012, a patient from (B)(6) mentioned that they had obtained an unspecified error message on their one touch verio meter. The patient does not recall what error message they received on the meter. The patient did not report exhibiting any symptoms or receiving any medical attention due to the alleged issue. The patient returned the subject meter back to lfs; therefore, the agent was unable to troubleshoot the alleged issue. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient did not report any symptoms or receiving any medical treatment. The complaint is being reported since the unspecified error message was not resolved over the phone.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has received the subject meter back from the patient. Investigation is not complete. Once investigation is complete a supplemental will be submitted to the FDA.the 510 (k) # k093745.